Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown rod/unknown quantity/unknown lot. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following article: can lumbopelvic fixation salvage unstable complex sacral fractures? Clifford, c., et al. (2012) clinical orthopaedics and related research 470: 2132-2141. The purpose of the study was to evaluate reduction quality and loss of fixation, pain related to prominent hardware, subjective dysfunction measured by the short musculoskeletal function assessment (smfa), and complications. This was a retrospective study from june 2002 to june 2010 of 15 patients with unstable fractures treated with lumbopelvic fixation. Of the 15 patients, there were 7 men and 8 women with a mean age of 39 years (range, 16-68 years). Patients had radiographic monitoring regarding reduction quality and loss of fixation and clinical follow-up using the smfa. Patients were evaluated at regular and consistent intervals of 2 weeks, 6 weeks, 12 weeks, 6 months, 1 year and 2 years if possible. The patients were treated with lumbopelvic implants (uss; synthes, paoli, pa, USA), with iliac screws (uss, titanium; synthes) and a competitor¿s device. The minimum follow-up was 12 months (mean, 23 months; range, 12-14 months). Complications for unidentifiable patients include neurologic injuries (sensory, motor, paraplegia & erectile dysfunction/neurogenic bladder), lower extremity injuries, spinal injuries, urologic injuries, six patients required additional anterior plating, six patients had acetabular height differences of more than 10 mm but did not have clinical leg length discrepancy and two patients had screw loosening of the anterior ring fixation. Complications for identifiable patients include: (B)(6) female who developed an infection, heterotopic ossification, and post-op pain related to prominent hardware; (B)(6) female who had loss of fixation and subsequent non-union requiring revision surgery and bone grafting; (B)(6) female who had post-op pain related to prominent hardware; (B)(6) male who had post-op pain related to prominent hardware; (B)(6) male who developed an infection, and post-op pain related to prominent hardware). Posterior reduction quality was 11 of 15 with <5 mm displacement and four of 15 with 5 to 10 mm displacement. Patients with prominent hardware had greater pain at 1 year compared with patients without prominent hardware. Long¿term impairment was noted in patients with complex pelvic ring injuries requiring lumbopelvic fixation compared with normative data. Eleven of the 15 patients returned to their previous work or activities, whereas four of 15 patients were unable to return to similar work or activities. Complex posterior pelvic ring injuries of the sacrum that are not amenable to traditional fixation options can be salvaged with lumbopelvic fixation. It is unclear if the synthes devices were associated with the complications as the article failed to identify the manufacturer of the device associated with the complication. This is report 1 of 27 for (B)(4). This report is for an unknown rod.